Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿surgeon is ordering two patient specific hip-inlay for a planned revision because of normal and expected pe-wear on both sides. Doi: about 20 yrs ago. Dor: planned to take place as soon as possible. There has been no allegation of any product deficiency¿. The enduron neut 48od x 28id (lot. 2154515) was not returned to depuy synthes, however photos were provided for review. Based on the available radiological images, no defects associated with the reported enduron neut 48od x 28id were observed that could have contributed to the reported event. A manufacturing record evaluation was performed for the finished device [124108025 / 2154515] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4), 2) date of manufacture: 04-2006, 3) any anomalies or deviations identified in DHR: none, 4) expiry date: 04-2011, 5) IFU reference: IFU-0902-00-701. Device history review: a manufacturing record evaluation was performed for the finished device [124108025 / 2154515] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Corrected: h4.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the surgeon is ordering two patient specific hip-inlay for a planned revision because of normal and expected pe-wear on both sides. Doi: about 20 yrs ago. Dor: planned to take place as soon as possible. There has been no allegation of any product deficiency.